Event description:
It was reported that during the service evaluation process conducted at the manufacturer facility the pin of the device was identified to have broken off. No patient involvement or procedural delays were reported with this event.

Manufacturer narrative:
Additional information: the reported event that the pin missing was confirmed by the device evaluation. During visual inspection it was observed that the pin was broken off. Any physical impact to the tracker can the reported event.

Event description:
It was reported that during the service evaluation process conducted at the manufacturer facility, the pin of the device was identified to have broken off. No patient involvement or procedural delays were reported with this event.